Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) was returned for investigation. Visual inspection of the returned product identified a large amount of debris (dried blood and bone residue) around the implant threads. The implant mount, and the interface of the hex are unworn. The reported product was located on tooth # 31 and removed the same day. The customer returned two x-ray images of the patient's mouth, however the implant is not seen in either image. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that implant at tooth location #31 did not torque. The implant was removed.the patient will return for an additional appointment for final restoration. The reported event is unconfirmed following functional testing of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that implant (tsvmwb10) did not torque and it was removed. Surgery was not completed and no other surgical intervention was reported. Tooth location 31.